Event description:
The account stated that the cell-dyn 4000 analyzer is generating discrepant wbc results on a patient sample. The result was repeatedly 20000 ul (with rrbc and wbc flags). The 20000 ul result was reported out of the lab as it was repeated and the same result was generated. When the account performed a visual check, the result was 6000 ul without any flags generated. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Upon review of data, customer support representative explained to customer that rrbc flag had occurred other than the wbc count rate violation, therefore, the issue was due to interference of lyse resistant red blood cells. When looking at the scatter gram with the customer, the customer observed the lymphocyte bottom was cut off straight on the scatter gram on several specimens, not a specific specimen, but there was no problem with the test values. This was seen on 14-15 times out of 100 specimens of admitted patients that were tested in the morning, but some might be duplicate specimens. Customer support representative asked the customer to perform some troubleshooting steps and also dispatched field service representative (fsr) to the account to check the instrument. Fsr checked the optical gain, movement of valves on wbc reagent line and wbc reagent syringes, and there was no issue with the instrument. The cell-dyn 4000 system operators manual, list number 01h25-01, revision m, under section 3, principles of operation, page 3-48, provides explanation for resistant rbc (rstrbc) flag and it also refers to section 5: operating instructions, subsection: suggested action for responding to the resistant rbc suspect parameter flag. Section 10, troubleshooting and diagnostics, pages 10-80, provides probable causes and corrective actions for wbc count rate violation. Instructions for obtaining technical assistance are included as well. Even though there were error messages, customer reported the suspect wbc result outside the lab as the wbc values were the same on both the initial test and retest. The cell-dyn 4000 system operators manual, page 5-11, suggests to rerun the specimen using the resistant rbc mode when respond to the [resistant rbc interference with wbc results]. A review of the abbott metric reports did not indicate any adverse trend for the cell-dyn 4000, list base number 01h01-01 (includes list number 01h03-01), related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn 4000, list number 01h03-01, for the reported issue. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.